Event description:
The catheter got stuck on a guidewire during a pullback.

Manufacturer narrative:
The catheter was analyzed by mfg engineering, r & d and quality engineering. The catheter is intact in that, it remained in one piece with no portions determined to be missing. The monorail area was found to have sufficient material and strength in the wall as evidenced by the amount of tearing that was observed. The guidewire was found to be severely bent or prolapsed. The catheter was moved in the straight section of the wire, back loading the guidewire into the distal end of the catheter, and was found to move freely with no friction indicating that the monorail and skive area is molded correctly and has a smooth transition. The catheter was also moved into the section of the bent guidewire and confirmed that it could not be advanced or withdrawn, as indicated by the complaint. There are no observed process or workmanship defects on the distal tip of the catheter. It could not be determined what caused the kink in the guide wire. No evidence was seen that would lead to conclude that the catheter was out of specification. The polyimide ring is placed in the monorail section to insure that a wire cannot tear through the entire length of the tip. In this case the distal tip performed as designed. Although there was no pt impact associated with this incident, there is a potential for injury should this happen again. This report is being sent as a notification.